Event description:
Philips received a complaint on the patient information center indicating the customer was unable to hear alarms at central, and there was no sound. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The philips remote service engineer (rse) remotely instructed the customer who was onsite on how to troubleshoot the unit. The customer went into control panel to check the sound properties. The rse then had the customer correct the output selected. The customer was directed to test sound, which resulted in no operation. The customer verified the speaker was plugged into the remote equipment. The rse requested the customer go to closet to check the connection of the personal computer (pc). Unfortunately, the customer was unable to reach pc. The customer was going to try changing the speaker and call back if needed. The rse noted the customer will be taking responsibility for servicing the unit. The cause of the reported problem could not be confirmed due to the customer's decision to take the responsibility for servicing the unit. No further investigation or action is warranted at this time. H3 other text : customer took responsibility for servicing the unit.